Event description:
On 2/27/2023, it was reported by a sales representative via email that an ar-3636h knotless hip fibertak repair stitch got caught up and would not shuttle any further, and the repair stitch could not be reduced fully. The surgeon cycled the drill before the anchor insertion and verified that the fork tip was still intact and not obstructing the suture shuttle. Sutures had to be cut and removed but the anchor remained implanted. This was discovered during an arthroscopic labral repair procedure on (B)(6) 2023. Additional information received on 2/28/2023: per the sales representative, because of the damage done to labral tissue getting the suture out, the surgeon elected to debride instead of repair.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation and the quality of the bone encountered were not provided. The most likely cause for the reported failure can be attributed to a patient-specific event.